Event description:
Rn discovered a white precipitate in the IV line past the filter. Unknown what the precipitate or substance might be. Pt was having lipids infused. The involved portion of tubing was changed and the pt received his dose of medications.